Event description:
The device was returned to a third-party service center for evaluation of the complaint of an error during maintenance. On evaluation, an error code was confirmed in the error log confirming a failure to calibrate during testing. The error code indicates an oxygen blending module (obm) accuracy issue required replacement of the obm printed circuit assembly board to address the issue because calibration did not fix the problem. Maintenance activities were completed. The device passed functional testing and confirmed to be operating properly.